Event description:
Clinic reported "I found another particle, of the same sort that I described in december, in a pump bag that I was checking." (In reference to additional complaint reported on 3000204189-2020-00001) she also reported "of course, fluorouracil does crystalize, so it's possible it could be a drug particle, but I check the vials and the tech double checks them for any crystallization before mixing and we didn't see any after drug had been put in. I don't think it would have been likely to see it before mixing, because it is tiny and white to translucent. I don't think it's a fluorouracil crystal though, because those sink in the fluorouracil solution and this particle floats." Bag was disposed of after identifying the particulate. Additional bags from this lot were sent to walkmed for review and no additional particulate was identifying during testing. No internal non-conforming reports or additional customer related complaints have ever been identified for particulate.